Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3, b6, d11: estimated date of event g9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 1494 - indication for usena

Event description:
It was reported that lately in some cases arteriotomy closures of the calcified left common femoral artery were attempted using starclose se devices via 6fr sheaths, after several percutaneous transluminal angioplasty procedures. Reportedly, it was not possible or very difficult to advance the thumb advancer to split the sheath and clip deployment was not achieved. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delays in the entire procedures. No additional information was provided.

Manufacturer narrative:
Date of event: estimated. Exemption number e2019001. Unused, sterile starclose devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected.